Manufacturer narrative:
One portex tube blue line ultra was returned for analysis. The sample was visually inspected, at a distance of 12" to 16" and normal conditions of illumination, no discrepancy was found. A syringe was used to inflate the cuff and inflation line of the sample and was submerged under water in order to verify for leaks, no discrepancy was found. The manufacturing process was reviewed in order to verify that there are no situations or practices that could create the event. Cuff assembly operation was reviewed; no discrepancies were found. The inflation line assembly operation was reviewed; no discrepancies were found. Production performs a 100% in process inflation test to the cuff and visual inspected that cuff has no ragged edges. Quality takes a sample using an aql 1.0 and level inspection gi, in order to ensure that cuff is properly inflated. No corrective actions are required since the complaint was not confirmed.

Event description:
Information was received indicating that the cuff to a smiths medical portex® blue line ultra® tracheostomy tube was found leaking. The cuff pressure was tested by ent with no reported evidence of tear or leak. The trach tube was changed out anyway with no reported adverse effects.